Manufacturer narrative:
The event occurred in (B)(6). Customer returned an empty test strip vial.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less then 0.6 mmol/l), 8.5 mmol/l, and 8.5 mmol/l. Customer took novorapid based on results of 8.5 mmol/l. No adverse event reported. Requested return of suspect device.